Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited high capture thresholds at max output. The lead was capped and replaced. Patient was stable post procedure.